Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error 13 while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump then reconnect it to the computer twice; however, the issue was not resolved. The customer stated that the pump screen displayed message "application stack failure". There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.